Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 05/09/2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's mother to forget all other bluetooth devices from the bluetooth settings, reset the bluetooth of the smart device, close all background applications and advised to reset the smart device. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/03/2016 and confirmed the reported loss of connection. No additional patient or event information is available.